Event description:
It was reported that the pt did not have sufficient speech perception with his vibrant soundbridge and was only able to hear a few sounds. The pt was explanted of the vibrant soundbridge, and re-implantation with a cochlear implant will be considered.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.